Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right artery. The 90% in-stent restenosed, concentric, target lesion was located in the severely tortuous and non calcified mid right coronary artery (rca). Following pre-dilatation with a 2.0x20 balloon catheter with residual stenosis of 60%, a 2.50 x 28 synergy¿ drug-eluting stent was advanced to treat the lesion. However, upon advancing the device, resistance was encountered and when the device was removed from the patient's body, it was noted that the stent struts were deformed. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable

Manufacturer narrative:
Updated: device evaluated by MFR., eval summary attached, method codes, result codes and conclusion codes. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged with one strut lifted distally on the 4th row from the distal end of the stent. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The proximal balloon wings were slightly relaxed out of their folded position however there were no signs of positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right artery. The 90% in-stent restenosed, concentric, target lesion was located in the severely tortuous and non calcified mid right coronary artery (rca). Following pre-dilatation with a 2.0x20 balloon catheter with residual stenosis of 60%, a 2.50 x 28 synergy drug-eluting stent was advanced to treat the lesion. However, upon advancing the device, resistance was encountered and when the device was removed from the patient's body, it was noted that the stent struts were deformed. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was stable.